Event description:
It was reported that "Skin Reaction" occurred. on (b)(6) 2026 and noticed that the sensor wire appeared to be missing upon removal. The following day while attempting to insert a new sensor, the patient observed that the previous insertion site on the leg was inflamed, swelling, with a red, raised bump in the center measuring approximately 3 inches in diameter. The redness began to spread, and after reviewing information in the user guide, the patient became concerned that the missing sensor wire might still be present at the insertion site. The redness and swelling reportedly continued to worsen over time. On (b)(6) 2026, the patient was taken to the emergency department (ED) by his wife. Upon arrival, an X-ray was performed to assess whether the sensor wire remained at the insertion site; however, no retained sensor wire was identified. No additional medical procedures were performed. The insertion site was diagnosed as infected, and the patient was prescribed an oral antibiotic Cephalexin 250 mg for 7 days, to be taken 10 mL four times daily. The patient received three 100 mL bottles of the antibiotic. The patient was discharged from the ED at approximately 1:00 PM on the same day. According to the patient, since the ED visit and initiation of antibiotic treatment, the redness has decreased; however, the raised bump at the insertion site remains present. The patient did not undergo a surgical intervention due to the stuck wire. There was no documentation of further medical intervention. At the time of the report, the patient¿s condition is fine. No product or data was provided for investigation. The allegation and the probable cause cannot be determined.

Manufacturer narrative:
(b)(4).This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.Labeling indicates: Inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. redness, swelling, bruising, itching, scarring or skin discoloration).